Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) treatment procedure, stent damage was noted. While opening the package of a 3.0x32mm liberte stent for a scheduled pci, the physician immediately noted a defect in the mid of the stent. The procedure was successfully completed with another 3.0x32mm liberte stent. No patient injuries or complications occurred.